Event description:
Following the patient¿s pump replacement on 2014-(B)(6), pus was noticed on 2014-(B)(6). The patient saw their healthcare provider (hcp) on 2014-(B)(6). They had a history of (B)(6) in 2008, and recent nasal swabs were positive for (B)(6). A culture revealed (B)(6). A wound infection was reported and was related to the implant procedure. The patient was given oral antibiotics until 2014-(B)(6), when the patient the patient was given intravenous antibiotics. It resulted in in-patient hospitalization and an unscheduled clinic or office visit. The pump contained baclofen.

Manufacturer narrative:
Concomitant: product ID 8731sc, serial# (B)(4), implanted: 2008-(B)(6), product type catheter. (B)(4).

Event description:
Additional information received from a healthcare provider (hcp) indicated the event was related to the surgery/anesthesia. The event resolved without sequela on (B)(6) 2015.